Manufacturer narrative:
The technician replaced the gear pump head and confirmed the module was running within specifications. General reagent issues were excluded.

Event description:
There was an allegation of a questionable magnesium (mg2) result from the cobas 6000 c501 module serial number (B)(4). The initial result was 4.15 mg/dl. The repeat results were 3.47 mg/dl, 2.27, and 2.17 mg/dl and were believed correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
A precision check was performed and the sample probe, reagent probes, and water tank were cleaned. A special wash was checked and completed. The investigation is ongoing.